Event description:
Pta was being performed on a dialysis shunt. The vessel was not calcified and not tortuous. The rate of stenosis was unk. The target vessel ruptured due to pre-dilatation with the slalom thrill (lot # unk). As the treatment by the balloon was not successful, the stent (complaint product) was placed in the lesion. After post-dilatation, the stent seemed fractured. An additional stent (lot #) was placed to complete the procedure. There was no pt injury during the procedure.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported events that were submitted under the following MFR # 9610978-2009-00047.